Event description:
It was reported that the customer experienced mismatched glucose readings between their pump and phone app, occurring approximately once per week, which led to incorrect insulin delivery and hypoglycemia symptoms when the pump displayed higher readings than the phone. During the time of the call, the customer¿s blood glucose level was 3 mmol/l. The customer entered the bolus screen and exited it to resolve the discrepancy and continued to use pump for insulin therapy. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.